Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification, the instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.04 in length. No other cable damage was found. (B)(4). The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, a fenestrated bipolar forceps instrument had a broken wire. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.